Event description:
It was reported that there was a 50% stenosis and a 6fr sheath and an ultra 260 cm were used along with two balloon catheters (pre-dil) in the popliteal artery (off label use). The stent was deployed without incident; however, when removing the delivery system, resistance was felt. The physician manipulated and no resistance was felt going into the sheath. Post stent angio gound the distal portion of the sheath and the absolute tip had torn off. A 7 mm snare was used to retrieve the torn portion of the sheath and tip. It was observed that blood clots began to collect and an angiojet was used to aspirate the clots and the pt wasgiven ppa (meds). The pt is doing fine.